Event description:
Caller reported potential false negative urine hcg result vs serum quantitative result. A female pt described as 'over thirty' had positive results on a home pregnancy test. The pt's urine sample gave negative results when tested on consult diagnostics hcg combo cassette in the doctor's office. Because the home pregnancy test was positive the pt did have her blood drawn. The serum quantitative result was 96miu/ml. Exact date of last menstrual period was not known. Pt was not on any medication.

Manufacturer narrative:
Control: 20miu/ml hcg urine control lot: hcg110216-01, 100miu/ml hcg urine control lot: hcg110307-01, 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention devices meet qc spec. Details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positively results at 3 minute read time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc spec. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.